Event description:
While using the maestro drill to perform a parietal craniotomy for a cranial hemorrhage, the pneumatic drill hose ruptured explosively with a deafening bang - stunning the lead surgeon. The surgeon had a minor injury to his arm and feels that his hearing may also be affected. Patient did not sustain injury.